Manufacturer narrative:
Practical workshop for intervention part 4 complications at topic 2019 held on july 11, 2019. Device is a combination product. Date of event: date the incident occurred was estimate as (B)(6) 2019 which is the first day of the month of the aware date.

Event description:
It was reported at a conference that a vascular dissection had occurred during a procedure using an unspecified synergy drug eluting stent.